Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the log files and screenshots of the device have been sent. A vyaire technical support reviewed all the information given by the customer and found out that the root cause of the failure was the leaking o2 safety valve and needs to be replaced as resolution to the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The distributor reported that they are performing o2 gas path test when bellavista 1000 alarm 389 (no o2 dosing possible) happened. The customer confirmed that there was no patient involvement associated with the reported event. No patient was involved.